Event description:
Customer reported that the insulin pump was alarming during manual prime/rewind process and the drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk. The insulin pump received with scratched lcd window. The insulin pump received with broken battery tube threads, cracked case display window corner, cracked reservoir tube lip, missing end cap sticker and cracked lcd window.